Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: addrl1, implanted: (B)(6) 2009. Product ID: 5076-52, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that a patient implanted with an implantable pacing system (ipg) was deceased as of (B)(6). The device was implanted (B)(6) 2009 and the cause of death was reported as complications of thoracotomy during ipg insertion. The report also stated that the device was relevant to the death of the patient.

Manufacturer narrative:
Product event summary - product ID# 5076-58; the full lead was returned, analyzed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.